Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation, after careful insertion of non-boston scientific catheter into the faradrive the sheath was aspirated and flushed. No bubbles seen at this time. Upon completing the creation of left atrial geometry with the non-boston scientific catheter there was a bubble identified in the translucent section of the faradrive outside the body. The catheter was slowly removed and the faradrive was aspirated and flushed. No bubbles present. Next the faradrive was carefully inserted (no high flow irrigation to the sheath used). The faradrive was aspirated and flushed. Bubbles were then identified in the sheath and additional aspiration and flushing required. No bubbles seen now. Ablation of the left atrium with a farawave completed. Upon careful removal of the farawave many bubbles were seen in the translucent section of the sheath outside the body. The physician believes he is be very cautious with catheter exchanges as well as manipulation of the catheter that is in the faradrive. He doesn't believe he is doing anything that should be causing air to leak into the sheath and therefore believes something is wrong with the hemostatic valve. The procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no visual abnormalities were found. Sheath leak testing was then by testing the integrity of the hemostatic valve and found the sheath was within specification for maintaining internal pressure and no leaks were observed. Additionally, the valve was observed under microscopy and no defects were found.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation, after careful insertion of non-boston scientific catheter into the faradrive the sheath was aspirated and flushed. No bubbles seen at this time. Upon completing the creation of left atrial geometry with the non-boston scientific catheter there was a bubble identified in the translucent section of the faradrive outside the body. The catheter was slowly removed and the faradrive was aspirated and flushed. No bubbles present. Next the faradrive was carefully inserted (no high flow irrigation to the sheath used). The faradrive was aspirated and flushed. Bubbles were then identified in the sheath and additional aspiration and flushing required. No bubbles seen now. Ablation of the left atrium with a farawave completed. Upon careful removal of the farawave many bubbles were seen in the translucent section of the sheath outside the body. The physician believes he is be very cautious with catheter exchanges as well as manipulation of the catheter that is in the faradrive. He doesn't believe he is doing anything that should be causing air to leak into the sheath and therefore believes something is wrong with the hemostatic valve. The procedure was completed without patient complications. The device was received for analysis.